Event description:
Meter kept giving the insert strip message. The pt was taken to the hospital around 11 am ,because she was not able to test on the meter, due to the insert strip message. The result on the healthcare professional's meter was in the "400s." She was given IV treatment with insulin. It is not known as to how long she was not able to test on the meter. Her diabetes medication regimen is not provided. At the time of troubleshooting, it was verified that this was not a new product. It was discovered that the patient's testing technique was incorrect, as she was inserting the test strips with the blood sample on it (user error). It was also determined that she was using expired test strips and control solution. This complaint is being reported as an adverse event, because the patient was not able to test on the meter at the time of concern. She was treated for hyperglycemia at the hospital. A replacement meter, control solution, and test strips were sent to the lay user/patient.